Manufacturer narrative:
.

Event description:
Information was reported by a consumer regarding a patient receiving dilaudid (3.5 mg/ml at 1.7 mg/day) and bupivacaine (12.5 mg/ml at 6.1 mg/day) from an implanted pump. The indication for use was non-malignant pain. The consumer reported that the patient had seen the 8476, motor stall, error message on their personal therapy manager and that a return of pain on (B)(6) 2016. Additional information was reported by the company representative on 2016-03-08. The patient had gone to the emergency room and was admitted to the hospital with withdrawal symptoms. It was noted that the pump had not been interrogated yet and the alarm had not been heard. It was unknown if the patient had an MRI or had been exposed to a magnet. On 2016-03-15 the rep reported additional information. The patient had not had an MRI and the pump logs showed that a motor stall had occurred on (B)(6) 2016 and a tube set message on occurred (B)(6) 2016. It was noted that the patient was being managed with oral medication. On (B)(6) 2016 the rep reported that the pump replacement had been planned and the cause of the stall had not been determined. On (B)(6) 2016 it was reported that the pump had been explanted on (B)(6) 2016 and would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.